Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The field service engineer (fse) provided remote troubleshooting assistance to the customer over the phone. The customer replaced the da printed circuit board assembly (pcba) and still failing the leak test. The customer was advised to lightly coat the o-rings under the da board with krytox to correct the leak with the da board. Replacing both the blower and the da board corrected the leak. Failure of the silicone sealant of wire harness to motor body caused leak testing to fail. Repair of sealant removed all leakage failures.

Event description:
The customer reported unit failed system leak test after by-passing the exhaust port. There was no patient involvement.